Event description:
On 12/2/91 device was implanted. On 1/24/96 the cylinders were revised. On 11/14/96 the entire device was removed from the pt and replaced due to fluid loss - pump tubing. Add', lot/serial #: bi751 005.